Event description:
Philips received a complaint by the biomed customer on the v60 requesting parts ID for the universal roll stand base assembly. The casters are broken off. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the latest version of the service manual is version t. Advised customer the base assembly part # referenced for the universal roll stand is no longer available. Advised customer on replacing the universal stand and updating to the alpine roll stand. Per good faith effort (gfe) response, it was confirmed that the cause of the damage may have been due to the wheel being caught in something and damaged it while the device was being pushed. The cart was the older style, so replacement parts was not an option, so the cart was replaced with an alpine roll stand. The device was not affected. The cart is end of life; defective caster will not be returned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.